Manufacturer narrative:
Qc was within specs before the event. Qc was not performed immediately following the event. Per customer updates, qc continues to perform within established range. A system check performed in 2008 was within specs. Another system check was performed a week later, after the weekly maintenance. No additional pt results were questioned at this time. The specimen was collected into a bd, 12x75 vacutainer tube without gel. The sample type was plasma with lithium heparin. The sample was centrifuged at 3,645 rcf for 5 minutes at room temperature. Per the tube manufacturer's centrifugation for the tube type used to be for 10 minutes at less than or equal to 1,300 rcf. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. Although sample handling could have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single pt sample. The initial result of 1.25ng/ml was reported out of the lab. The original sample was re-tested twice and two accu tni results of 0.01ng/ml were obtained. A corrected report was sent before a physician had a chance to review the initial result. There has been no death, injury, or change to pt treatment in association to this event.